Event description:
It was reported that the device was resetting on its own. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The device software was updated; however, it did not resolve the power issue. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly; however, there was no failure found associated with the reported malfunction. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system pcb assembly and there was no failure of this assembly. Further root cause of the reported failure was not determined.